Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned component found the spring to be deformed and broken out of instrument. The root cause is attributed to design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Bal seal has been damaged. Damaged bal seals are being returned. The assembly tool body is not being returned, as the bal seals have been replaced. They have been replaced with bal seals x574850 as per drawing attached to this product complaint form. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.